Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular capture threshold measurements are great in clinic, but have been running higher recently on remote transmissions this may be related to the time that the capture test is running. The lead remains in use. No patient complications have been reported as a result of this event.